Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl and high blood glucose level of 600 mg/dl. Customer¿s other blood glucose level was 290 mg/dl. The customer treated high blood glucose levels with insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. Troubleshooting was performed for high blood glucose. The insulin pump passed displacement test. The customer declined the troubleshooting for low blood glucose. The customer also declined to perform high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.